Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient needed assistance increasing his settings. Instructions were provided and the patient reported seeing a flashing triangle; the device was in icon mode. With assistance, the patient was able to change the device back to text mode. The patient programmer was then used to interrogate the device and stimulation was found to be off; the patient did not turn off the stimulation. The patient stated that he was unable to adjust the stimulation so it was reviewed with the patient that stimulation needs to be on in order to make adjustments. The patient confirmed he was able to turn the stimulation back on and increase the stimulation; the issue was resolved. The patient's concomitant medications included sinemet. Please see report number 3004209178-2016-23747.

Event description:
Follow up information received from the patient reported that the stimulation never turned off, and that it was always kept on. See related regulatory report 3004209178-2016-23747.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.